Event description:
Product analysis was completed for the handheld device on 04/14/2015. No anomalies associated with the display were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 04/14/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not provide the results of the analysis performed on the handheld device and software flashcard. Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently included that the device was returned, but not yet evaluated. Evaluation codes; corrected data: the previously submitted MDR inadvertently provided a conclusion code.

Event description:
It was reported that the physician's handheld gave an error message "vns 8.0 was not copied successful, execute cad timed out". The physician requested a replacement tablet. A new programming tablet was provided to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.